Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor disconnected from the ilet pump and the user experienced intermittent communication loss between the dexcom g7 and the ilet; troubleshooting included sensor toggle and re-pairing, after which glucose readings returned showing high values trending down, and a fingerstick was not obtained. The user reported a blood glucose peak of 401 mg/dl with no associated adverse clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet characterized by intermittent communication failure, associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.